Manufacturer narrative:
Evaluation summary: we checked the continuous operation for about half of the user's usage time (about 10 hours), but could not confirm, the reproduction of the fluctuation of the light intensity. We will deliver it and replace possible parts, because it is not reproducible. Correction information: h6: coding changed, based on the investigation result.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable. Model epk-3000-us is available in the USA with a 510k number k172156.

Event description:
On (B)(6) 2021, during the morning medical examination there was a problem that the image suddenly became dark or suddenly brightened. This event occurred at the time of during use. There was no report of patient harm.